Event description:
It was reported that this right atrial (ra) lead exhibited no sensing of p-waves and farfield oversensing of ventricular activity. A lead dislodgement was suspected. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.